Manufacturer narrative:
Visual inspection of the balloon core wire segment revealed that the proximal bond was detached and the balloon distal tip was inverted and bunched up. A longitudinal tear was observed in the balloon. Additionally, severe damage was observed on the proximal balloon bond. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event could not be determined. The review of the lhr (lot f1032406) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported to the aci sales professional that on (B)(6) 2011, a patient underwent a coronary catheterization procedure where mynx was used for femoral artery closure by a radiology technologist (rt) trained to the use of the device. A pre-procedure femoral angiogram revealed a calcified right common femoral artery (cfa). The rt utilized a buddy wire due to the calcification of the cfa. There were no reports of complication during the procedure. It was reported that the rt was able to secure the mynx balloon against the arteriotomy without balloon rupture. Reportedly, the rt then removed the buddy wire and shuttled down, successfully deploying the sealant. Following an attempted balloon deflation, the rt was unable to remove the device through the advancer tube. A 20cc syringe was unsuccessfully used to deflate the balloon. The rt then inflated the mynx balloon with contrast under fluoroscopy to see what was preventing the device removal. It was reported that the fluoroscopy shot revealed the balloon partially ruptured with contrast flowing in the cfa. Blood return was visualized in the mynx side port tubing and syringe. At this point, the device was reportedly still unable to be removed from the patient. Allegedly, the physician consulted a surgeon to remove the mynx device. It was reported that the patient's access site was soft and free of hematoma or oozing. The patient's distal pulses were good, blood pressure was stable, and the patient did not complain of back pain or nausea. The surgical procedure to remove the device occurred later that evening. It was reported that the patient tolerated the procedure well, the device was successfully removed, and the patient had no further complications. It was reported that the mynx sealant had been delivered extravascularly on the cfa. Allegedly, upon making an incision across the cfa and puncture site, the mynx catheter and balloon were able to be removed. The balloon was deflated upon removal. Reportedly, heavy calcium was present mostly on the posterior wall of the cfa.